Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. "Lo" (<20 mg/dl) and 129 mg/dl 2. "Lo" (<20 mg/dl) and 153 mg/dl readings of "lo" were not duplicated. Sets of readings were taken on different days with the same meter and strip lot. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty strip drum was returned.